Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Issue resolved on call.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the pendant kept saying "door open" even when it was fully closed. Hitting the override button and re-opening/re-closing did not resolve the issue. "Hugging" the gantry near where the panels close (to try and make connection to the sensor) did not resolve. A manufacturer representative was able to walk through a slight adjustment over the phone and the system regained functionality. System checkout was confirmed over phone. No patient present.